Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Interrogation revealed high, out of range high voltage impedance on the right ventricular lead. No intervention was performed. The patient was stable.